Manufacturer narrative:
(B)(4). The lot 13e057 was manufactured may 19, 2013 - may 21, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that an infusor¿s reservoir was observed to have two brown marks on it. There was no patient involvement. No additional information is available.